Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.

Event description:
This is the second of two related reports. The devices are from a set of two, same procedure/event. As reported, when dr (B)(6) proceeded to put the katalyst radial head implant in the pt the screw driver handles flat aspect did not properly align causing him to not have the ability to snap the head to the alarm. Per the surgical technique for the katalyst radial head system, the screw drivers are to be inserted into the hex head holes on the stem and the head of the implant dr. (B)(6) properly inserted and align the screw drivers but one of the screw drivers hex portion was not properly machined/inserted in the handle from my investigation. Since the hex portion was machined/manufactured in the improper alignment this caused the screw driver handle to bump the other handle causing not to lay flat against each other. Dr (B)(6) attempted to snap the head and stem together and it caused the head to slip off every time. Multiple attempts were made and he even switched positions of the screw drivers. Due to this (B)(6) was not able to get the stem and head snapped together with the integra provided screw drivers ((B)(4)). We had to call for add'l hex head screw drivers from another MFR to get the implant assembled. With other screw drivers from another MFR he was able to assemble the implant on the first try. In my opinion, I felt the malfunctioned screw driver misalignment caused dr. (B)(6) the inability to assemble the implant. I have the screw driver for review for further investigation. Please advise where to send the screw driver for review. It has been decontaminated. It was reported the event occurred during a procedure, however, no pt injury is alleged. Add'l info received via phone call with complaint reporter (B)(6) 2015. Thank you for the update via phone call. In summary, both drivers, in conjunction, caused the issues during the case. One driver appears to be slightly askew in the handle, causing the drivers not to sit flush, further causing the surgery to be delayed until a competitor product was located and used to complete the procedure. Spare hex drivers are not included in the set. The surgeon's technique was per protocol.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history records from the kitting department revealed that instrument set kat ¿040 had most recently been returned to ils (B)(4) on (B)(6) 2012, reprocessed in the kitting department by a certified surgical set technician and placed into odc finished goods inventory on september 16, 2012. The instrument set replenishment process record indicated that the instrument set contained two 2.5 mm hexagonal drivers, p/n 60-0717, lot code # 6119640001 and # 2510690001. Lot number 6027690001 is not a valid lot number for the ohio distribution center inventory control and therefore it could not be determined when this lot of hexagonal drivers had been placed into finished goods inventory. Likewise, it isn¿t possible to determine if this individual driver had been used previously in a different katalyst or viper instrument set, which had been decommissioned. Laser markings for the 2.5 mm hexagonal driver are specified on drawing 60-0717, which was revised to revision e on may 27, 2009 under (B)(4) to replace all references to kmi with integra and to add a six digit lot code. All drivers manufactured prior to may 27, 2009 would have been laser marked according to kmi¿s specifications. The last drawing revision by kmi (rev. D), released on august 5, 2005 did not specify a lot number and the initial qa inspection guidelines used by ils (B)(4) qc (form 1101-600717, rev. A) did not require a visual verification for the presence of a lot number. A query found sixteen other customer complaints associated with a non-conforming 2.5 mm hexagonal driver, p/n 60-0717. Including this complaint, there have been a total of (B)(4) complaints involving a 2.5 mm hexagonal driver, p/n 60-0717 that was used in a katalyst procedure. A review of sales figures determined that integra has sold (B)(4) katalyst radial head implants during the time period of 2009 ¿ august 21, 2015. The fifteen reported non-conformances for a broken katalyst 2.5 mm hexagonal driver, equates to a frequency of 1.00% for the same time frame. Conclusion: the likely root cause for this complaint is that the 2.5 mm hexagonal driver broke as a result of excessive lateral force in combination with metal fatigue.